Event description:
Experienced brain fog, severe headaches, nausea/queasiness, dizziness. Stopped using the recalled philips dreamstation auto CPAP on (B)(6) 2021 and all symptoms have gradually stopped. FDA safety report ID # (B)(4).